Event description:
The customer requested that the run data file be analyzed due to an elevated white blood cell count (wbc) in the platelet product which was submitted for a routine qc inspection. There was not a transfusion recipient or patient involvement at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. The disposable set is unavailable for evaluation. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history record was reviewed. Nothing was found that was related to this event. Root cause: the rdf analysis does not show root cause of the elevated wbc count measured. Possible root causes were provided in the initial report for this event.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information.

Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed. There were no alarms or adjustments and the procedure terminated normally. The rdf does not show root cause of the elevated wbc count measured. It is possible that the failure is part of this site's statistical distribution for leukoreduction. The site may want to flag this donor's chart to measure the next couple of collections to determine whether this failure may be donor related. If there are no failures in the next couple of donations the site should return to their normal sampling procedures. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.